Manufacturer narrative:
Mar. 01, 2016 03:32 pm (gmt-5:00) added by (B)(6): on (B)(6) 2016 it was reported that the broken piece of the device was left in the patient and the patient was closed. Surgical intervention was required to remove the piece of the device. Feb. 29, 2016 03:01 pm (gmt-5:00) added by (B)(6): (B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Slight tissue residue was seen in the suction cups on the baffle and a small piece of tissue was observed in the vacuum tube. A visual inspection was conducted. The mount housing had become dislocated from the stabilizer arm and was returned. The swivel base pin was missing and not returned. A discoloration was observed on the plunger that interacts with the swivel pin which was confirmed to be normal and expected lubricant grease. Slight scuffing was observed on the device which was inspected by engineering and confirmed to be normal and expected. There is a retained portion of the metal piece left in the mount housing that shows the metal was fractured. Engineering was consulted and verified that the swivel base pin was not returned and was required to complete the product evaluation. Therefore, the swivel pin cannot be measured or tested against the current product specification. Contact with the hospital risk management was initiated to request the return of the missing piece of the device. The hospital reported that the swivel pin will be retained by the hospital and will not be returned. An incomplete device was returned; therefore, it is not possible to confirm the reported complaint. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. In response to the hospital's report that the device component will not be returned the certificate of conformity for the "swivel base pin mim", "swivel base cap", molded and the "swivel base with jaw" used in the assembly of the device were reviewed. The vendor certifies that the device lots conform to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer system, st blue swivel separated from the device that attaches to the clamp. A replacement device was used to complete the procedure. The patient was affected by the product failure.

Manufacturer narrative:
(B)(4) 2015 06:11 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer system, st blue swivel separated from the device that attaches to the clamp. A replacement device was used to complete the procedure. The patient was affected by the product failure.